Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report a patient death. Use of the device may have contributed but it is unknown how the injury contributed.

Event description:
The customer contacted stryker to report a patient death. Use of the device may have contributed but it is unknown how the injury contributed.

Manufacturer narrative:
The device serial number and manufacture date have been provided.

Manufacturer narrative:
B1 has been corrected to adverse event. H1 has been corrected to death.

Event description:
The customer contacted stryker to report a patient death. Use of the device may have contributed but it is unknown how the injury contributed.

Manufacturer narrative:
Partial patient information was received, section a has been updated. Stryker evaluated the customer's device and was not able to verify or duplicate the reported issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. The cause of the reported issue could not be determined. Stryker performed a clinical review of the reported event and determined the device contribution to the patient outcome is unknown.

Event description:
The customer contacted stryker to report a patient death. Use of the device may have contributed but it is unknown how the injury contributed.